Manufacturer narrative:
The calcium reagent lot number was 88207801 with an expiration date of 31-aug-2026. The creatinine reagent lot number was 88924701 with an expiration date of 30-apr-2026. The field service engineer found the cell rinse unit had worn tubing. He removed and replaced the cell rinse unit tubing, removed and replaced the ultrasonic mixers, performed primes, purges, and observed successful mechanical checks. The customer verified qc and ran hardware checks. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Patient 1 initial calcium gen.2 result was 1.5 mg/dl, and the repeat result was 9.0 mg/dl. Patient 2 initial creatinine plus ver.2 result was 25.27 mg/dl, and the repeat result was 0.76 mg/dl. The questionable result was not reported outside of the laboratory. The repeat results were believed to be correct.